Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency medical service and were hospitalized for high blood glucose on (B)(6) 2020 with blood glucose level was over 600 mg/dl. Customer stated other blood glucose value was 412 mg/dl. Customer experienced symptoms such as vomiting, chest pain. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.